Event description:
Philips received a complaint on the pic ix indicating that the system alarm has no sound and an analysis was performed. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
Results of functional testing indicate that the problem reported does not appear to be related to the mx40. The missing alarm relates to the care event handsets. The remote service personnel (rse) states that the system is not connected remotely. No troubleshooting steps were taken. Rse recommends the connection between the headquarters and care event must be checked (network). There is currently no alarm forwarding from the mx40 to care event handsets. Based on the information available and the testing conducted, the cause of the reported problem was the settings/configuration. The reported problem was not confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device . The device is returned to use with limitation as accepted by the customer. Follow-up work has been scheduled. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.